Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer's blood glucose was 388 mg/dl. They treated via insulin pump bolus; however, their blood glucose increased to 413 mg/dl a half hour later. Troubleshooting was declined. The infusion set was changed. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. (B)(4).